Event description:
It was reported that during a ptca procedure, it was noted that the tip of the balloon catheter was torn upon removal. A dissection occurred and was repaired with a stent. Pt status is listed as "ok".